Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the reason for the catheter replacement on (B)(6) 2023 was due to patient therapy issues. It was reported the hcp had advised for a few months of slowly trying various increasing medication dosages since implant (B)(6) 2022, no specific day noted.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0225897730, implanted: (B)(6) 2023,: product type catheter product ID 8780 lot# 0223369485, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter product ID 8780 lot# 0223369485, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported no surgical intervention occurred as the hcp advised the patient has since responded to therapy so the catheter replacement was cancelled. The event had resolved as patient responding to therapy. The hcp suspects part of catheter tip may have been epidural on CT scan and some intrathecal.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: 0225897730, implanted: (B)(6) 2023, product type: catheter. Product ID 8780, lot# 0223369485, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) implanted: (B)(6) 2023explanted: product type catheter product ID 8780 lot# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had no benefits with spasticity following catheter replacement on (B)(6) 2023. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. It was reported that during the catheter replacement surgery on (B)(6) 2023, there was reported evidence of cerebral spinal fluid (csf) out of the catheter distal end and they were able to aspirate csf from the catheter access port (cap). The diagnostics/troubleshooting that was performed was a CT scan was performed on (B)(6) 2023 which had showed the catheter tip was no longer intrathecal and had movement into the epidural space. The actions/interventions that were taken to resolve the issue was a further surgical intervention was planned for next week, potentially (B)(6) 2023, to replace the catheter for placement in intrathecal space. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's weight was asked but unknown and would not be made available. The patient's medical history included brain injury.